Manufacturer narrative:
Device code c53269 was added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was first received from a consumer on (B)(6) 2019 regarding a patient with an evaluation trial device to treat urinary issues; the trial began (B)(6) 2019. It was reported the trial patient states he was implanted for the trial on (B)(6) 2019 and initially was getting good relief then yesterday stopped getting good relief. Caller states he was on program 1 between 0.6 and 0.8 ma. Caller increased to 1.0 ma prior to calling. Patient states his rep instructed him to change programs, but he was unable to, so increased stim to 1.2 ma on program 1. When trying to change programs patient tried tapping on each program as well as using the arrows to select each program. Caller was still unable to change programs. Patient services reviewed programs 2 and 3 may have been disabled. Caller has appointment with hcp on (B)(6) 2019 and will have issue addressed and was also advised to address their symptoms. No further complications were reported or are anticipated. On (B)(6) 2019 additional information was received from the hcp (healthcare professional): hcp reports they did not know the cause of the patient being unable to change programs. When asked the actions/interventions taken to resolve the issue hcp responded that the device failed, and leads were removed. When asked current status of affected devices, hcp responded device was removed, patient failed trial with pvrs (post-void residual study) of 800-1200 ml. No further complications were reported or are anticipated.